Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a bfarm user report which reported the following information: a customer obtained a sensor reading 'hi' (greater than 500 mg/dl) from the adc freestyle libre 2 sensor, and self-treated with insulin (dose/type unknown) based on the reading. The customer subsequently loss consciousness and was taken to the emergency room. Upon arrival, a glucose reading of 28 mg/dl was obtained on an hcp meter, the customer was diagnosed with hypoglycemia and treated with intravenous glucose. After treatment, a sensor reading 'hi' was obtained in comparison to an hcp device reading of 130 mg/dl. There was no report of death or permanent injury associated with this event.